Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer received a button error alarm on their insulin pump. It was reported that the buttons are unresponsive. It was reported that the customer was advised to discontinue use of the device, and that it would need to be replaced and returned.

Manufacturer narrative:
The pump was received with unresponsive buttons due to an unlocked lcd keypad connector. The pump also had a cracked case at the display window corner, a cracked lcd window, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.